Event description:
A technician found failure code 810:04 for channel a in the event history. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event. No additional information was available.

Manufacturer narrative:
The device has been returned and is awaiting evaluation.